Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that the patient reported they had an MRI on monday and they were able to get the machine turned off/in MRI mode prior to the procedure but have not been able to turn it back on since the procedure. They were very uncomfortable and believed they may be retaining urine and were still in the hospital. The healthcare providers(hcps) were planning to perform a bladder scan to see if the patient was retaining urine. Reviewed external device and therapy app use but patient continued to see device is not responding. Patient repositioned the communicator and confirmed they could feel the ins but continued to see device not responding. Patient indicated they did not see any low battery messages around the time of the MRI. Patient's reported amplitude usage before the MRI was 4.1ma. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to check ins. Patient asked if they should get a catheter and ps redirected patient to consult with the hcps for medical advice.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.